Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen failed the flex circuit resistance verification testing. The resistance measurements were out of specification. The touch position misalignment was caused by the out of specification resistance measurements.

Event description:
Philips received a complaint by the customer on the v60 indicating that misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) replace the touchscreen to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.